Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to call back if the problem happens again.